Event description:
No update.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap that an activl artificial disc spike endplate (part #: unknown) was used during a total disc replacement (tdr) procedure performed on an unknown date. According to the complainant, a sensory neurological safety event was observed in a patient implanted with the spike endplate at vertebrae l4-l5 and l5-s1 of the lumbar spine. The physician noted "transient numbness" and "paresthesias, not permanent" on the 2020 ess surgeon survey form. The implant date was not reported. The complaint device will not be returned to the manufacturer for evaluation. No further patient details are currently available. Although requested, additional information has not been received. Should additional details become available, a supplemental medwatch report will be submitted.